Event description:
It was reported that the device may have an early battery depletion. Battery voltage readings are low with no elective replacement indicator trip. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis of the device confirmed the battery was at its elective replacement. A higher than normal system current drain was noted. The high current drain was caused by a faulty battery filter capacitor. Performance data collected from the device was analyzed and indicated that the device battery voltage was at 2.55v and battery impedance at 2357 ohms on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.